Event description:
It was reported that pt had this trach in situ for 13 days. The trach became disconnected from the flange which resulted in respiratory distress. The in situ trach was removed and replaced and the pt recovered.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.